Event description:
It was reported to boston scientific/target that, "during the procedure the sentry balloon catheter ruptured. The same problem was experienced with another sentry balloon catheter consecutively. The pt's condition was not affected by this event."